Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 489 mg/dl. The customer stated they had vomited. They had recovered from a low blood glucose. The customer stated they were having a dawn phenomenon and it was getting out of control. They changed the site to compensate for the high blood glucose. They declined troubleshooting. The device will not be returned for analysis.